Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch verio iq meter read inaccurately high when compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at 4.30pm. The reporter claimed obtaining blood glucose readings of ¿219mg/dl¿ with the subject meter and ¿161mg/dl¿ on a ¿bayer¿ meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with an insulin pump but denied making any changes to their usual diabetes routine in response to the alleged product issue. The patient reported that, two hours after the alleged product issue began, they developed symptoms of ¿nauseous and stomach pain¿. They denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the csr confirmed that the patient¿s technique for applying the blood to the test strip and for cleaning the puncture site was correct but noted that the patient did not have any test strips at that time. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.